Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient had his catheter replaced on (B)(6) 2016. The patient had started to experience pain in (B)(6) 2016. It was determined that the catheter 'came unhooked out of the spine' and was also kinked. Replacing the catheter resolved the issue. Further details were unable able to be obtained as the reporter had someone on hold and had to hang up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.